Event description:
Customer reported to sales consultant that pt receiving dobutamine infusion, expected to receive 500 mg in 23 hrs, pump infused 500 mg in 2 hrs. Not known milliliters infused. Biomed found top hinge cracked. Hinge and membrane were initially thought to have been replaced by customer, but the device will now be sent for failure investigation. Inquired as to which cleaning solution was used for devices, biomed stated 'we are using the cleaning solution on the list." Biomed was not sure which one. There was no report of pt harm or medical intervention required. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.